Event description:
The facility's manager of the biomedical department reported that a pca ii pump was involved in a dealth investigation. No additonal information was provided at that time. Baxter has made eight attempts to obtain additonal information from the manager of the biomedical department and the risk manager regarding the event, pump involvement, patient's medical history, admitting disgnosis, events leading to the patient's death, date of the patient's death, an autopsy, causes of the patient's death, name, rate, and concentration of the medication involved, serial number of the pump involved, and the set up and programming of the pump. The manager of the biomedical department and the risk manager declined to release any additional information. According to the risk manager, an investigation is on-going and she has no reason to believe that the pump was involved. If their investigation determines that the pump was involved, she "would fill out the routine paperwork and this would be reported".